Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that crossing difficulty occurred. Vascular access site was obtained via the radial artery. The target lesion was located in the moderately tortuous and calcified left circumflex artery (lcx). A 2.5mm x 12mm maverick balloon catheter and a 2mm x 12mm apex balloon catheter were advanced to the lesion for predilation. Then the 2.25mm x 28mm promus element plus stent was advanced but was not able to cross the mid to distal lcx due to the tortuousity and calcification of the lesion. The procedure was completed using a 2.25mm x 24mm promus premier stent and a 2.25mm x 24mm synergy stent. No patient complications were reported and the patient's condition was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Struts on the two most proximal rows were raised from the balloon and bent outwards distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. A visual and microscopic examination found that the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).